Event description:
Part of the electrode lead was visible in the user's ear canal during otoscopy. User has a long history of bilateral canal wall down mastoidectomies due to chronic middle ear disease. It is thought that the canal wall down mastoidectomy was the reason for the lead extrusion. The device was explanted. Per explantation report, the package of the implant had migrated down to the base of the skull/upper neck area. This report refers to 9710014-2020-00107. For further information please refer to this report.